Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation when pressed the button, the iol continuously went out of the device and it didn¿t stop. The lens was implanted manually with a cartridge.